Manufacturer narrative:
The hill-rom technician found the external alarm speaker is not functioning properly. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2014. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the external alarm to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the brake alarm was not alarming. The bed was located at the account in room 320. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).